Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device collar became fractured. The over 92% stenosed target lesion was located in the distal end of the left anterior descending (lad) artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the collar of the guidezilla¿ was fractured and completely separated into 2 pieces. Consequently, an unspecified balloon was inflated inside the guidezilla¿; then, pulled out together with the guidezilla¿ to remove it from the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two pieces and was bloody. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip observed a complete separation at the collar. The tip with markerband were flattened. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the device collar became fractured. The over 92% stenosed target lesion was located in the distal end of the left anterior descending (lad) artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the collar of the guidezilla was fractured and completely separated into 2 pieces. Consequently, an unspecified balloon was inflated inside the guidezilla; then, pulled out together with the guidezilla to remove it from the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.